Manufacturer narrative:
Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2005; 4298-88 lead, implanted: (B)(6) 2018; dtma1q1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance noted on the superior vena cava (svc) coil of the right ventricular (rv) lead. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.